Event description:
It was reported that during implant and upon positioning the lead, a small dissection was observed in the coronary sinus. The lead was not implanted, and a new lead was used. Following the event, the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.